Event description:
It was reported that patient underwent posterior spinal fusion / plif (pm-lt at l3-5 levels) to treat degenerative scoliosis on (B)(6) 2009. First revision surgery was operated to replace expedium with spinal instrumentation and add plif (pm-lt) at l2/3 level due to non-union at l4/5 level on (B)(6) 2011. Second revision surgery was operated on (B)(6) 2011 due to spondylolisthesis at l5 level and fractures at l5 and s1 levels. On unspecified date, rod breakages on the both side around s1-iliac levels and screw loosing at s1 level were confirmed. Titanium alloy material and non-union at l5/s level may contribute the rod breakages on the surgeon comment. Revision surgery was conducted on (B)(6) 2015. The surgeon replaced s1 screw, removed the iliac screw, and also replaced the broken rods. At initial surgery plif was performed at l5/s and connected the rods with connector. In the revision surgery, the surgeon removed connector and the broken rods, and replaced the broken rods on both sides with new rods. Since s1 screw was loosened, the surgeon replaced ps with ala screw, and removed 2 iliac screws and replaced them with s2 ai on both sides. Also, ti alloy rods got broken and the surgeon used cobalt chrome rods to complete the surgery.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Per image review, scoliotic deformity correction shown in ap/lateral x-ray t10-ilium construct. Hardware failure not apparent in these pictures. Multiple procedures have been performed and hardware failure is likely to non-union per surgeon report.

Manufacturer narrative:
Product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. Damage noted to fracture surface periphery. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multi-modal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 50% of the way through the cross-sectional area, followed by another region of increased material disruption, river lines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.